Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of a sterling balloon catheter. The balloon was loosely folded. There was blood in the lumen. There was a tear in the balloon material at the proximal end extending to the middle of the balloon. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left superficial femoral artery. A 6.0mmx220mmx150cm (4f) sterling¿ balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 6.0-150/3.8t/150 sterling balloon catheter. No patient complications nor injuries were reported.